Event description:
Surgeon was using the surgical pencil at the start of the case when the teflon coating on the tip fell away into the patient. It was retrieved and removed. A new surgical pencil was placed on the field.